Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 9 mg/dl. The displacement test was performed and the insulin pump passed the test. The insulin pump also alarmed no delivery because the customer still had the infusion set in the pump that he was using when admitted. The customer had no more supplies to perform further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.